Event description:
After 4 years of implantation, this lead was capped because it was reported that the lead impedance was greater than 3kohms. During a file audit, this device file was identified as not being closed. In addition, the audit revealed that MDR should have been filed. Therefore, the MDR is being submitted.